Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 30 mg/dl with no symptoms. Patient remained on the pump. Customer support found no potential inaccurate delivery issues during troubleshooting, and referred the patient to a health care provider for diabetes management training. This complaint is being reported as the patient experienced hypoglycemia due to an unspecified training/misuse issue.